Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the trailing haptic was noted to be unfolded as the iol was being implanted; although, the surgeon felt that there was no resistance and the lens seemed to be stable. During the one day postoperative follow up visit, the surgeon noted that a haptic was broken, but he thought the lens would stabilize over time. The patient reported sometime later that it was difficult to see, so the iol was exchanged for a new lens. In a follow up, the surgeon reported that at the end of the initial procedure, the iol was centrally located, but it was dislocated on the following day. The patient was listed as recovered at two and a half weeks after the initial lens had been implanted. The surgeon also indicated that an unapproved viscoelastic was used during the surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an unapproved viscoelastic. The product investigation could not identify a root cause. Additional information indicated a failure to follow the dfu because an unapproved viscoelastic was used with the approved lens/cartridge combination. Additional information was requested and received. (B)(4).